Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 368 mg/dl and customer took 6.8 units of insulin and went low and after another alert at the time blood glucose was 420 mg/dl,368 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Program multiple basals and boluses for 24 hours. Monitored unit for 3 days. No unexpected insulin flow blocked alarms noted. Unit received with minor scratches on lcd window.